Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer by providing pump reset instructions, but the malfunction code reoccurred after the reset. Consequently, a replacement pump was sent to the customer. Additionally, cts advised the customer to utilize multiple daily injections (mdi) as a backup therapy.